Event description:
The baxter field service engineer noted an infusion pump with failure code 570. Information was not provided whether or not the failure occured during a patient infusion.the hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed at the customer's facility on 12/26/2006. Fail code 570 was due to depleted batteries. The batteries were potentially damaged and were replaced. This issue is currently being investigated.